Event description:
In, the surgeon was completing a single-level spinal fusion using the trifix spinal system. After implanting the constructs (5.5mm screws, 5.5mm rod, standard connector and diamond connector), the surgeon was tightening the set screw on the diamond connector (catalogue #142-0515) when the head of the set screw sheared-off. The head of the set screw was retained in the torque limiting handle and was removed from the delivery instrument without incident. The surgeon made the decision to leave the diamond connector in place due to the fact that the surgeon felt that the construct was not compromised by the incident. There have been no adverse events and no impact to the pt because of this malfunction.